Event description:
The abbott technical service representative stated that she was performing a correlation study at the customer account. A patient sample was tested with architect troponin 2k41-27 lot 27953un08 and results of 1.906 ng/ml and 1.907 ng/ml were generated on 2 different analyzers. The sample had recovered 0.03 ng/ml with the previous version of the assay 2k41-20 lot 23993un08. The elevated results were questioned. There was no report of impact to patient management.

Event description:
An abbott architect systems integration representative was concerned with frequent architect i1000sr error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) messages. The representative stated the error messages were generated over several different architect assays when reaction vessel lot 68393p100 was in use. As no patient samples were evaluated, there was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect i2000 analyzers list 3m74. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Correction was made to the lot # from 27953un08 to 27853un08. No sample or reagent was received for investigation. Customer complaint data was reviewed for architect stat troponin-I list number 2k41 lot 27853un08 and no trends were identified. The customer was refered to "limitations of the procedure" section of the architect stat troponin-I package insert. It was noted that the customer experienced only one discrepant result when performing a correlation study. This occurrence may be patient specific and without the patient sample the issue cannot be properly identified. No malfunction / deficiency was identified. This is the final report.